Event description:
Rvtip to rvcoil lead impedance warning on (B)(6) 2021. Currently measuring 247 ohms. 18 at/af episodes most recent ongoing. Device appears to be undersensing on the atrial lead. Email and page to rep (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).